Event description:
It has been reported to philips that the system was not start up. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that hdd was failing. The hdd has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not start up. Upon functional testing, fse found that the system boot up was failed due to crashed in page files. Fse restored imaging files to the existing hard disk drive (hdd) to get the system temporarily up and running. To resolve this issue, fse replaced host pc hdd and tested the system. After replacement of host pc hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.